Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A call placed to tech services on 4/22/2013 states that this lead was discovered by representative as dislodged and it is the second case that this lead has been dislodged. The physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).